Manufacturer narrative:
Device evaluation: as received, the specimen consists of one each hydro gw stf std s 150-035; returned partially reloaded into the dispenser assembly within the opened, labelled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents cut/skive damage 19.0 to 23.6cm from the distal tip in a proximal to distal orientation exposing 4.60cm of the metallic core wire with 7.00cm of the polymer jacket displaced distally. The polymer jacket material immediately distal of the displaced jacket material presents visible "necking" to .02770" diameter consistent with tensile loading. The specimen also presents a large radius bend over the distal 12.10cm. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concludes that the product met specification at the time of shipment. The hydrophilic guidewire is not coated with ptfe, however, the complaint is confirmed for damage to the polymer jacket material in the middle of the guidewire. We are unable to confirm the report of "distal tip coating peeled off". There is no evidence of the hydrophilic coating of the distal tip peeling off. The proximal to distal orientation of the damage appears consistent with advancing the ureteroscope over the specimen wire or with withdrawing the wire back through the ureteroscope. As indicated in the device instructions for use (dfu) precautions, "the zipwire hydrophilic guidewire should be advance through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural factors have contributed to the event as reported. If any further relevant information becomes available a follow up medwatch report will be submitted.

Event description:
It was reported that the physician unpacked the guidewire and was about to advance it into the ureteroscopic, but found the ptfe peeled off in the middle of the guidewire. The hydrophilic distal tip coating peeled off. The procedure was completed with another of same device. The device is expected to be returned before nov.19th. There were no patient complications reported. What was the patient condition following procedure? Stable where did the problem occur? Inside the patient was the problem associated with labeled use? Yes is clinical? No.